Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 15 bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules and gel smearing. The following information was provided by the initial reporter, translated from chinese to english: 367955 imported yellow tube 5ml, serious oil drift, separation glue adhered to the tube wall and free in serum, resulting in frequent needle blockage of the instrument.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no gel issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for oil gel globule or gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with 15 bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil gel globules and gel smearing. The following information was provided by the initial reporter, translated from chinese to english: 367955 imported yellow tube 5ml, serious oil drift, separation glue adhered to the tube wall and free in serum, resulting in frequent needle blockage of the instrument